Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via communications with the client and the submitted log file. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 1 day ( (B)(6) 2021 per timestamp). The driveline was disconnected on (B)(6) 2021 at 20:54:04 for a system controller exchange. Pump operation was not affected while the driveline was connected. There were no other notable alarms active in the log file. Additional information provided on 27aug2021 stated that when lvad coordinator was triaging emergency call, they were told that modular cable and driveline were both properly connected. With this information and the pump remaining off, a controller exchange was done. After the fact, it came to light that patient¿s modular cable was, in fact, disconnected. The patient is currently admitted to the implanting hospital, the device operated as expected, and that it is to be determined if the device will be returned for evaluation. If the controller is returned, this investigation will be reopened, and the controller will be evaluated accordingly. A root cause for the exchange was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 10feb2020. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
On (B)(6) 2021 it was reported that the patient switched to another system controller at 10:46 pm and had suicidal ideation. Log file analysis revealed a low power advisory at 5:21 pm due to depleted batteries in-use / normal battery depletion. The log files also displayed low flow / driveline disconnect / lvad off events as mentioned at 8:54 pm where the driveline was disconnected from the system controller. The patient intentionally disconnected the modular cable on the driveline which caused the complete loss of power to the pump. The modular cable was reconnected and pump power was restored some time between 21:40 and 21:50 eastern time (before 10:46 pm) to the patient's backup controller. The patient did not call to notify of the alarm till 21:40, over 40 minutes after origin of the alarm, however impression was that the alarm had just begun. The event log also showed several intermittent low flows where the low flow estimator dropped below 2.5 liters/minute and the pump was seeing a reduction in blood volume. The low flows were related to left ventricle recovery. On (B)(6) 2021 the patient presented to the emergency room with chest pain. The patient had driveline disconnect alarms which were on active hazard for an hour. The patient's modular cable had been unlocked and disconnected, when assessed it "felt brand new; there was no way it just fell out." The patient was admitted to implanting hospital for explantation of hm3 due to unsafe behaviors with device and significant left ventricle recovery. The device was explanted with no complications on (B)(6) 2021. Related heartmate 3 lvad pump MFR#: 2916596-2021-05456.